Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While advancing the impella cp into place, the console alarmed purge pressure low. The staff checked for leaks along tubing and at the red power plug and no leaks were noted. The alarm resolved on its own. They continued to look over the tubing and checked inside the door. Upon opening the door, visible purge fluid was seen leaking from purge disc. The cassette was replaced to resolve the issue. The patient continued on support until the device was successfully weaned.